Event description:
The hypothermia procedure started at 10:30am on june 11th. At 17:10 on june 14th, the air trap alarm appeared. The user checked the start-up kit (suk) tubing first, and no leak was found. Around 250cc saline decreased, so a new saline bag was replaced. After running for 2 hours, it was noticed that the saline bag's volume was decreasing (around 100cc) again, the user checked the suk tubing again and no leak was found. Then the user did a balloon catheter leak check following the IFU, but no red tinge observed. At around 20:30 on that day, the icy catheter (lot #196563) and suk were replaced to continue the procedure, using the same console. The original catheter was inserted without issue on the first attempt. No device malfunction is reported for the suk. No impact or consequence to the patient.

Manufacturer narrative:
The reported complaint of a leak on the icy catheter, (lot #196563) was confirmed during functional testing. A water emission/leak was observed from the proximal luer port during the lumen crosstalk test. The probable root cause is a weakened wall between the lumens, which withstood pressure testing during manufacturing but resulted in a leak during clinical use. Functional testing of the returned catheter was performed. All the infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to the pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. No leak was observed from the catheter balloons. However, a water emission/leak was observed from the proximal luer port during the lumen crosstalk test, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there were two similar complaints reported for the icy catheter with lot number 196563. (B)(4) was reported on april 25, 2024 and (B)(4) was reported on may 21, 2024, for a catheter leak, and investigation revealed a water emission/leak from the proximal luer port during the lumen crosstalk test.